Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. However two photos were provided for evaluation. Provided images demonstrate the product on the table after the event. The black proximal sheath is visibly kinked directly distal to the kink protection. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter kink. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not rotate the grip while extracting the stent system from the tray', and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' The instructions for use further state: 'keep the device as straight as possible following removal from the packaging and while inserted in the patient.' H10: d4 (expiration date: 09/2024), g3, h6 (device). . H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during preparation of a stent placement procedure, the device was allegedly broken upon opening of package. There was no patient contact.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 09/2024).

Event description:
It was reported that during preparation of a stent placement procedure, the device was allegedly broken upon opening of package. There was no patient contact.